Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent oblique lumbar interbody fusion surgery with posterior percutaneous pedicle screw fusion at l2/5 on (B)(6) 2015. On (B)(6) 2016 patient underwent revision surgery due to vertebral fracture of the most cranial side of the treated level and screw loosening. Fixation was extended to th7/l5 in the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.